Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. This issue as not a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was checked. The root cause was determined to be a defective tank overpressure relief valve. In consequence (correction) tank overpressure valve with part number 155187 was replaced (rga 81019). There was no patient or user harm.

Event description:
Device is showing tf:5502, 5505, 5506 & 5509.